Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for less than an hour. The patient reported being unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies in the needle mechanism that would contribute to an improper insertion of the cannula. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. A root cause of unsure properly inserted could not be determined. The exposed portion of the soft cannula was observed to be damaged. This damage caused the cannula to measure out of spec and prevented fluid from flowing the complete fluid path. The pod data contained no timeouts or drive stalls suggesting the pod did not struggle to deliver insulin during runtime. Due to the external nature of the damage, it cannot be determined exactly when or how the observed damage occurred. The observed damage cannot be confirmed as the cause of the user reported event.